Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient is in persistent atrial slow flutter therefore, the implantable pulse generator (ipg) was reprogrammed and remains in use.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) exhibited high mode switch/atrial high rate counters due to frequent atrial events in the programmed blanking period. The ipg remains in use. No patient complications have been reported as a result of this event.